Event description:
Patients with hereditary factor viii deficiency receiving recombinate [antihemophilic factor (recombinant)] (ndc: 00944-2845-10, lot: tra22806aa, iu: 2080) reporting plastic particles in the baxject ii device. After reconstitution, shards of plastic are also found within the injection syringe/reconstituted solution which is administered intravenously. It only seems to be appearing in this specific lot number and it is sporadic. Two patients have reported this to us so far. Manufacture has been notified. Reference report: mw5118298.